Manufacturer narrative:
Manufacturing site: (B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information, results of lot history records review, and referring to known similar events, it was presumed that stress generated with wire manipulation in attempts to cross the target lesion had likely contributed to the reported separation of the guide wire. The applied stress would localize and therefore exceed the product design limit probably when the tip was being caught and restricted its movement in the lesion. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunctions and adverse effects] separation of the guide wire.

Event description:
It was reported that the patient had multiple percutaneous coronary interventions (pcis) prior to (B)(6) 2020. A number of chest xrays are available prior to (B)(6) 2020 which show no evidence of a wire in the left upper limb. However, it is visible on a chest x-ray from (B)(6) 2020, suggesting that it probably became located here during the pci of (B)(6) 2020. The wires used are typically 190cm long; the imaging suggests that this portion of wire is about 40cm long (subsequently confirmed on removal). This implies that the wire broke.